Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable lead found no anomaly. Analysis of the epidural lead found the spoon of the needle had a sharp edge on the undercut side. Concomitant medical products: product ID: neu_epidural needle, product type: accessory .product ID: neu_epidural needle, product type: accessory. This report is a correction. Regulatory report 3007566237-2018-00816 captured the initial report. No further regulatory reports will be submitted under report number 3007566237-2018-00816. If additional information is received it will be captured in this regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the doctor placed the lead in the epidural space and then tried to retract it a bit for steering and the lead would not retract through the curved lead tip needle. The needle had to be removed from the epidural space and it still would not retract and the lead was damaged. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on (B)(4) 2018. The cause of the lead not retracting through the needle tip was not determined. The rep then stated that the needle or lead was not allowing the lead to withdraw out of the epidural space. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.